Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an x-ray sponge. The customer reports that they are having problems with the 4x4 gauze in the minor lap packs. The customer reported they are very cheap and falling apart. This issue was noticed with a pt in surgery. The doctor and scrub tech removed the frayed pieces from the surgery site and opened another x-ray sponge pack. The pt's surgery was a hernia case and the fraying was noticed immediately. The pt was doing well after surgery.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.